Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was delayed in responding to presses and multiple presses were necessary for display to activate. The customer applied more pressure to the wake button to address the issue. Additionally, it was reported that the touchscreen had a delayed response to interaction. During troubleshooting with tandem technical support the pump was functioning as expected. It was also reported that the insulin gauge was inaccurate. A new cartridge was inserted to address the issue. The customer's blood glucose level was 150 mg/dl.